Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. Customer states has been getting low battery alarms faster than normal. Customer did not receive a low battery alert prior to the off no power alarm. Customer also reports cracked belt clip. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected low battery or off no power alarm noted. The low battery alarm functioned properly. The insulin pump was monitored for several days and no blank display noted. No damage found on the lcd isolation tape noted. No cosmetic damage was noted.